Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was received with a flashing medtronic logo. Functional testing was not performed. The pump was immediately cut open to perform a visual inspection. Moisture damage was found along the electronic assemblies. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, serial number label missing, cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads, a cracked case, a cracked case-corner of belt clip rails, and a cracked case (battery tube) were noted. The customer¿s allegation of exposed to moisture was confirmed due to moisture damage along the electronic assemblies. The critical pump error (open book image) was marked as unknown due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The pump was received with a flashing medtronic logo. Functional testing was not performed. The pump was immediately cut open to perform a visual inspection. Moisture damage was found along the electronic assemblies. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, serial number label missing, cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when cracked battery tube threads, a cracked case, a cracked case-corner of belt clip rails, and a cracked case (battery tube) were noted. The customer¿s allegation of exposed to moisture was confirmed due to moisture damage along the electronic assemblies. The critical pump error (open book image) was marked as unknown due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, critical pump error, exposed with water. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage. Found the damage on battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.